Manufacturer narrative:
Molded wheel assembly.

Event description:
It was reported by service report that the molded wheel is broken at the center causing the wheels to sit on the caster bolts in the caster horns. No pt involvement or adverse consequences are reported.